Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue, utis and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2013. It was reported that the patient underwent mesh implantation concurrent with anterior/posterior repair. Due to recurrence of bladder prolapse, pelvic/vaginal pain and dysuria the mesh was cauterized and the patient was recommended to have the mesh removed. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional information. Additional narrative: it was reported that following insertion the patient experienced vaginal discharge.